Manufacturer narrative:
The alleged complaint could not be confirmed. Review of the complaint does not allege any failure of mpo products. The incident description does not suggest that an mpo implant is being revised. Attempts to obtain more information regarding the instrument failure have been made, however, no new information has been provided. Therefore, this complaint cannot be further investigated without additional information. The device history record (DHR) for this product was unable to be reviewed. There were no trends identified. There is not enough information to investigate this complaint.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, one of surgeons might want to use microport for a poly knee swap on 10/20.